Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Patient involved - no known adverse event. Customer reported colonoscope pilot smudge to lens, unable to wash off. This affects to ability to assess the colon. This event occurred at the time to during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the event is considered to be a blurred image due to dirt on the lens surface. Only in specific areas, it is possible that the dirt on the lens is difficult to remove due to environmental factors, and the event is considered not due to manufacturing/design-originated issue based on the investigations at this time. If the lens is dirty and the range is limited, the inspection can be continued, and if the lens is very dirty, the lens can be removed and wiped. As for lens dirt, the symptoms occur immediately after use, so it is considered extremely unlikely that perforation or heavy bleeding will lead to clouding and lead to serious events. For the above reasons, it has not occurred frequently and the possibility of harm is low, so it is judged that no action is necessary.